Manufacturer narrative:
H3: no conclusion can be drawn, as the device was discarded by the customer. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during spine procedure tools broke off. It was also reported that there was no patient injury and procedure completed by replacing new tools. On follow-up no further information regarding tool lot numbers were received and hospital have discarded the items.